Manufacturer narrative:
Unique device identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received questionable etoh2 ethanol gen.2 (etoh) results for one patient sample.  The original result was 0.03 per mille with a data flag. The sample was repeated with a result of 0.16 per mille and was reported outside the laboratory to the physician.  The physician questioned the result because it did not match the patient's clinical status. The patient was "drunk." A new sample was drawn and tested on a different analyzer with a result of 3.17 per mille. The original sample was repeated on this analyzer with results of 3.14 per mille and 3.11 per mille. No treatment was given based on the erroneous result. There was no allegation of an adverse event.  The etoh reagent lot number and expiration date were requested but not provided.  Calibration and qc were acceptable prior to and on the day of the event. It was noted that the customer used 13mm sample tubes without a recommended rack adapter. A specific root cause could not be identified. There was no indication of a general issue with the system or the reagent. Possible root causes for this event may be related to pre-analytics. These include foam and bubbles on top of the sample, resulting in zero pipetting; or inadequate level detection due to the tube not being upright in the rack. Additional information was requested for investigation but was not provided.